Event description:
It was reported that the right ventricular lead had high threshold and no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. However, the inner tubing was kinked/buckled and blood was present in/on the helix/lobe mechanism and sleeve head. Visual analysis revealed apparent explant damage.